Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: (B)(6) 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the original folding carton was received with the dfu, implant stickers, implant notification card, and patient card. No lens was received. Product evaluation was not performed because the suspect product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5, a6: unknown/ asked but not available. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It is reported that the intraocular lens flipped when inserted. There is no information about the replacement lens. It is unknown if an injury or medical intervention was required. The patient's status is unknown. The product is available for return. No further information was provided.